Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm: unknown. Weight: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1y 5m po valve is blocked. Explanted."

Manufacturer narrative:
The shunt system was received submersed in an unidentified liquid in a plastic container. A deformation or damage of the valve was detected during the visual inspection. The permeability test indicate that both valves have blockages. The progav 2.0 valve was tested adjustable to all specified pressure. The braking functionality test has shown that the brake function is fully operational and the braking force is within the given tolerance. To test the opening pressure, we use a miethke computer controlled testing apparatus which stimulates a cerebrospinal fluid flow. Because both valve are not permeable, a computer controlled test is not possible. No deformation or damage of the valve was detected during the visual inspection. Next we tested the permeability of the valve. The result indicate that both valve have blockage. Due to the impermeability of the valve it is not possible to use the computer test to determine the opening pressures. Additionally, we tested the adjustability as well as the braking functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specification. We have dismantled the valves. Inside the valve we have found a buildup of substances likely protein. Based on our investigation, we are confirm that the valve is occluded likely due to the deposits observed inside the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.